Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-1110-02 serial # - (B)(4) description - ipg kit (without pull-through tunneler).

Event description:
A report was received that the patient's cervical system was explanted. The patient is elderly and has a difficult time keeping her head up and her head bobs. When her head bobs, the patient experiences tightness around the lead incision site which causes the patient headaches. The device was working properly and providing stimulation. The patient was doing well after the explant procedure.